Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Death date: (B)(6) 2011. Event date: (B)(6) 2011. Device evaluated by MFR. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as MFR ID#: 2134265-2011-03180. It was reported that post a stenting treatment procedure, patient death occurred. The patient presented at the time of the index procedure due to a non-st elevation myocardial infarction. Cardiac catheterization revealed 2 target lesions. The first was a 90% stenosed and 20mm long lesion located in the mid right coronary artery (rca) with a reference vessel diameter of 3.0mm. This was treated with predilation and placement of a 3.0x28mm taxus liberte stent resulting in 0% residual stenosis. The second was a 70% stenosed and 12mm long lesion located in the proximal rca with a reference vessel diameter of 3.5mm. This was treated with direct stent placement of a 3.5x16mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged 4 days later on aspirin and prasugrel. (B)(5) 2011, the patient died. The cause of death is unknown. Additional information has been requested, but is not available.

Manufacturer narrative:
Death date, event date, describe event or problem, relevant tests/lab data - updated. (B)(4).

Event description:
It was further reported the cause of death was hypertensive cardiovascular disease.